Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that she had a revision on (B)(6) 2020 to implant a device that has adaptivestim (as) as her prior ins did not. Pt came to hcp office to meet with a manufacturer representative (rep) to program ins. Pt had told the rep that as is inaccurately depicting pt body positions, and does not even indicate an upright position. The rep told pt to just program ins at different positions for whatever therapy she needs, despite body position reflecting inaccurately. Pt states when she is on her back, the increased therapy electrocutes her, so pt was told by rep to just have controller with her at all times. When pt arrived at appointment on the day of the call, rep told pt that he didn't have to program her ins today and wait until post op to program pt ins. Pt needs therapy as her oxycodone has been cut from 40mg to 10. Additional information received from a manufacturer representative (rep). The rep stated the patient became emotionally upset and was difficult to work with, so they waited until the hcp was able to meet with the patient so that her concerns could be addressed. Adaptive stim needed to be reconfigured and the reason the position on the controller did not show what the patient was actually in was because the ins was set up for adaptive stim prior to implant based on what the expected position of the battery will be once implanted. However, the battery position was not the same for what the rep expected for this case. The patient allowed the adaptive settings to be reconfigured in the clinic that day, and once they were reconfigured the controller displayed accurate positions on the screen. It was the rep's understanding that everything was now working as it should.